Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30second. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).